Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03739. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned mn20450-50a lead (b) worked and passed all test. The cause of the reported event remains unknown.